Event description:
The doctor has to remove the guide to push the implant for more depth.

Manufacturer narrative:
The doctor did the case flapless and this explains why the guide wasn't fully seated and, accordingly, the significant coronal implant position (about 4-5 mm).